Event description:
Report received from an international affiliate of blood leakage from the arterial pressure tubing. It was reported that another manufacturer's transducer was connected to the arterial pressure tubing, which was then connected to a newly established line in the radial artery. Upon connection to the arterial catheter, blood leakage was noted. The tubing was exchanged for a new one. It was reported that there was minimal blood loss since the leakage was noticed immediately. There were no reported adverse patient effects, no delay in treatment and no medical interventions were required.